Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on a unspecified date, the customer received a cartridge error message while attempting to load a new cartridge. The customer added additional insulin to the cartridge, as they thought it would resolve the alarm. Subsequently, the cartridge was noted to be leaking at the septum. There was no impact to the customer's blood glucose level.